Event description:
The customer stated that one patient sample generated a false positive result of 0.73 ug/l, while using the architect stat troponin-I reagent. It was documented that the patient clinical picture did not align with the result generated. No patient information was provided. There was no report of adverse impact to patient management.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy evaluation was performed with file kit material of lot 13154un11. The testing met the acceptance requirements which indicated that the lot was performing as expected. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the architect stat troponin-I reagent, lot number 13154un11, was not identified. (B)(4).